Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and confirmed the reported error codes. Upon further investigation, the stm replaced the executive processor board and front end board due to saline observed on the boards. Additionally, the stm replaced the tidal disk since it was due to be replaced then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated fault code #108, fault code #53, and fault code #77. There was no patient involved and no adverse event was reported.